Manufacturer narrative:
The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements, and that the device meets the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints.

Manufacturer narrative:
The event is currently under investigation. Blank fields on this form indicate the information is unknown or unavailable.

Event description:
It was reported the j came out "several inches" and the patient was seen by his doctor to have the intestinal tube placed back properly. The patient expressed difficulty with flushing and reportedly described "pushing a rod into the intestinal tube to assist in daily flushes." No additional information was available at the time of this report.